Manufacturer narrative:
A lot number was not identified by the user facility. The device was not retained for investigation. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of a (B)(6) male patient who experienced redness in the eyes, throat closing, red face and chest pain during first use in center. The patient received 2l/o2 by nasal cannula and 50mg/benadryl IV. The symptoms were relieved in 30 minutes and the patient was discharged in stable condition.